Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) printed circuit board (pcb), and downloaded the software to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications, and it is back to patient use.

Event description:
It was reported that, during patient use, a ventilator graphic user interface (gui) malfunctioned. There is no information regarding transferring the patient to another unit. There is no report of death or serious injury associated with this event.